Event description:
The technician alleged that the side rail will not stay in the up position. No patient impact.

Manufacturer narrative:
The technician replaced side rail latch and pin to resolve the issue.